Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600 mg/dl; cause was unknown. Elevated bg was addressed via administering 8 units of humalog and 8 units of afrezza. Customer declined to troubleshoot or provide additional information.